Event description:
Info was received that this right ventricular (rv) lead had high pacing threshold at 5.9 volts (v) at 1.5 milliseconds (ms). This rv lead was surgically abandoned. No adverse pt effects were reported.